Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, no interrogation was possible. There was a loose contact in the cable. It was also noted that the anti-slip layer was ripped off the label and the upper case was cracked. (B)(4).

Event description:
It was reported that there was inconsistent contact during interrogation of an implantable device. The radiofrequency (rf) head was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.